Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the pre- operative check upon device interrogation, the atrial lead exhibited noise. The lead was capped and replaced on (B)(6) 2018. During the same procedure, the device exhibited false eri following the use of cautery. Device download was performed to restore the normal device parameters. The patient was stable before, during and after the procedure.